Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer that the screwdriver tip broke off while screwing in the glenosphere. No further information was provided.